Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml of baclofen at 127.5 mcg/day via an implantable pump for intractable spasticity and head/brain injury. On (B)(6) 2017, it was reported that the patient's healthcare provider (hcp) couldn't access the patient's pump during a refill in (B)(6) 2016. The hcp sent the patient to a company that handles home infusion to take over the patient's refill. No symptoms were reported. No further complications were reported. Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2017. It was confirmed that the hcp did had problems accessing the pump in 2016. The reason for the difficulty was due to an atypical position. It was unknown if the difficulty accessing the pump was resolved.